Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, unknown baclofen, and morphine via an implanted pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient had an exotic bacterial infection at their pump site from the compounded drug. It was noted the patient had a 107 degree fever and was in a coma for 14 months. The patient mentioned that they had "died 9 times". It was reported the infectionstarted in 2016 and the patient went into a coma in (B)(6) 2016. The total system was explanted on an unknown date. Outcome of the event was unknown. The patient did not know if the pump was returned to the manufacture. It was noted the pump was removed without permission from us dept. Of labor. It was also reported the pump does not know the difference between sodium cyanide and morphine.